Manufacturer narrative:
The technician found grease on the drive brake assembly. The technician degreased the hi/low drive brake assembly to repair the bed.

Event description:
Info received indicates, the hi/low drive brake is drifting.